Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular high-rate episodes on a remote transmission were due to far field p-wave (ffpw) oversensing on the right ventricular (rv) lead. It was noted the lead had also exhibited noise in unipolar configuration and had been programmed to the current bipolar configuration where the ffpw oversensing was seen. The lead remains in use. No patient complications have been reported as a result of this event.